Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the fill port cap during the compounding stage. The device had been filled with 5% dextrose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from july 16, 2019 - july 17, 2019. The device was received for evaluation containing unspecified amount of fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when it was removed. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stressmember. The reported problem of leak was verified due to the particle under the checkband. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.